Event description:
It was reported, the customer's insulin pump was powering off. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated, the insulin pump would power off once a day. The customer also reported experiencing a high blood glucose of 400 mg/dl. Customer stated they were tired from their high blood glucose. Customer treated their blood glucose with a bolus. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads and a cracked reservoir tube lip.